Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had diabetic ketoacidosis. The customer¿s blood glucose level was 11.9 mmol/l. The customer was treated with manual injection. The customer reported that the pump was not working on the delivery. The customer alleges pump was under delivering blood glucose was not going down. It was reported that they had positive results in ketones test yeast injection. The customer was advised to discontinue use of the pump and was advised to refer to back up plan, per health care professional instructions. The insulin pump will not be returned for analysis.